Manufacturer narrative:
H6 investigation findings has been corrected. The issue of unexpected loss of power was able to be verified via key log analysis by a customer quality engineer but was not able to be duplicated by the service technician.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power.  In this state the device may not be able to deliver defibrillation therapy, if needed.there was no report of patient use associated with the reported event.